Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a: no patient information provided after attempts 10/01/25 and 10/23/25.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.